Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged cosmetic damage located at the reservoir tube found on sep 27, 2021. Device passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked reservoir tube lip, stained overlay, cracked battery tube and serial number label damage. Cracked reservoir tube lip confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was broken off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.